Manufacturer narrative:
The second promus everolimus eluting coronary stent system indicated is being reported under the same manufacturer report number.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction/enzyme elevation. Device issue: no device malfunction has been reported. It was reported via a trial (spirit women) that in 2009, the patient had a 2.75 x 12 mm promus stent implanted in the proximal circumflex (c)x and a 2.5x12 mm promus implanted in the 1st obtuse marginal. The patient had elevated enzymes and a myocardial infarction occurred. No additional information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.